Event description:
It was reported that the power on button is snapped and hanging, so it works intermittently. This may cause an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.